Manufacturer narrative:
Lot number and expiry information are not available at this time investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: w115120274869v the platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in d4, h4, h6 &h10 investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. The run file review and subsequent investigation confirmed that this donor had a history of leukoreduction failures. Root cause: the trima accel devices operated as intended and no systemic or procedural underlying root cause could be identified. Based on the clinical findings, the cause of the white cell contamination was determined to be donor related.